Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with touchscreen but took very long time to pull patient name. A field service engineer deployed remote support service (rss) package patient list slowness patch to resolve. The system functioned as intended after the field service troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had touchscreen struck and user required permission to dial into station. Tried unplugging and plugging the power cable, issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.